Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced both the device's therapy connector assembly as well as the broken hard paddles assembly which resolved the reported issue. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to advise that during a routine preventative maintenance (pm) inspection on their device that he observed that a pin had broken off the device's hard paddle assembly and become lodged in the device's therapy connector assembly. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.